Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. However, root cause is not determinable. Requested to perform inspiration flow calibration to resolve the issue. Assuming user fault during calibration as the issue resolved after a re-calibration of the machine or could be o2 cell not tightened well.

Event description:
It was reported to vyaire medical that the bellvista1000 us is showing alarm 401 - inspiration valve or device leaky. Furthermore, was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However, the customer reset the vent and let it run for a while with it not popping back up again. Analyzed logs and found 401 with insp valve test error 3 which could indicate a leak. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.